Manufacturer narrative:
Additional information evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the inflation port was broken. The trocar balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken inflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the balloon of the device did not inflate and insufflate. The other device¿s jaw was not able to close and had issues with loading or firing of the clips even if the surgeon was able to squeeze the handle. Accordingly, the surgeon used blunt tip trocar that created pneumoperitoneum during blow step. The air cannot get into balloon and during cystic ligation step after upon the applying of the clip on cystic duct the clip cannot pre load. They opened new product to resolve the issue and complete the case. There was no patient injury as reported.